Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a nurse reported that they had overstimulation. They had been in the hospital swing bed unit since (B)(6) 2016 for back pain. It was noted that at night the patient was laying in bed and started screaming out in pain. This incident occurred on either (B)(6) 2016. The nurse thought that the stimulation went off and the frequency was so high that it was causing the patient pain. The nurses got the remote and turned the stimulation off. The stimulation had been off since this incident and that had helped. It was requested that a manufacturer representative come and check the device. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.